Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -10.0 diopter implantable collamer lens in to the patient's right eye (od) on (B)(6) 2015. Low vault was reported, the lens was exchanged for a larger lens on (B)(6) 2015 and the problem was resolved.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Clear surgical residue/debris was present on the product. Visual inspection found that the haptic was torn. (B)(4). Conclusion code: as per dfu for this lens model, implantation of this lens in an eye with an anterior chamber depth (acd) less than 3.0mm is contraindicated. This patient has an acd of 2.86mm. (B)(4).